Event description:
Additional information: it was reported that the cause of the stroke was believed to be due to anticoagulation/device therapy. There were no pre-existing conditions or comprising factors that were found to possibly contribute. The patient did complain of a severe headache to his family the day prior.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full analysis of vad-(B)(4) could not be conducted because the system was not returned for evaluation and no autopsy was performed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full analysis of vad-12905 could not be conducted because the system was not returned for evaluation and no autopsy was performed. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt suffered a hemorrhagic stroke; inr therapeutic at 2.4. Support was withdrawn and the pump was not explanted.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.